Manufacturer narrative:
Product ID: 3778-60, lot#: serial#: (B)(4), implanted: 2012 (B)(6), explanted: product type: lead, product ID: 3778-60, lot#: serial#: (B)(4), implanted: 2012 (B)(6), explanted: product type: lead. (B)(4).

Event description:
It was reported that the patient experienced coupling and/or communication issues with her implantable neurostimulator (ins). The patient had not been able to get more than "2 bars [out of 8]" of communication with her ins since its implantation. The patient was recharging right over the skin and felt that the ins was 0.5 inches underneath the skin. The antenna-locator (al) feature was used, but communication could not get past 'the 50s.' The patient was able to get 4 bars at one point, but saw it switch to zero. The patient got 4 bars most of the time. Only 1/4 of the battery was charged. Additional information received reported that the patient was continuing to experience coupling and/or communication issues. Using the al feature, 2 bars of communication were attained before going back to 0 bars. The patient's battery was only at a ¼ charge. Additional information received reported that the patient was continuing to experience coupling and/or communication issues. The patient was still only getting 0-4 coupling bars. The manufacturer representative attempted to use a new ins recharger (insr) and was unable to get any coupling bars. A spacer was inserted, but only 4 bars were obtained. Additional information received reported that the patient was continuing to experience coupling and/or communication issues. The patient used the al feature, and was able to get numbers in the 50's, but got mostly zero coupling bars. One time, the patient got 6 bars but they quickly disappeared. The patient did not have any trouble syncing with the patient programmer (pp). The patient added a spacer but it did not help. The patient sometimes was able to get 2 bars but they disappeared easily. The manufacturer representative was able to get some coupling bars with his recharger. It was planned that the patient would see her physician. Additional information received reported that the cause of the issue was due to the patient¿s ins flipping. Ins and lead revision were performed on (B)(6) 2012. The pocket was revised to the patient's right side. One or more of the leads was replaced due to surgical complications; it was unknown as to which lead(s) was/were explanted. No patient injury was reported.